Event description:
A peritoneal dialysis (pd) pt called about drain complications. The pt remained asymptomatic. Stat drain: 6888ml. Fill 1: 2714, drain 0: 2375ml, drain 1: 6784ml. The reported drain volumes of 6888ml was 253% over the expected drain volume and the 6784ml was 250% over the expected drain volume which resulted in a reportable device malfunction. The pd nurse confirmed that the pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.